Event description:
Complainant alleged that during transport of a patient, the device fell off a bench and the display broke. The clinical information was unable to be read on the display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.